Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported: "the rubber stopper on a med vial when needle was inserted caused piece of rubber piece to be pushed into med vial. Medication discarded and different brand/needle type used. Hazzard of inadvertent admin of rubber pieces to clt in IV fluids"

Manufacturer narrative:
Based on the investigation, no abnormalities were identified in the reviewed batch records or in the archived sample inspections, including visual inspection, sandblasting treatment, simulation of use test, and fragmentation test. As no samples were returned for evaluation, no evidence of a systemic manufacturing issue has been identified at this time. Additionally, our risk evaluation conducted in accordance with iso 14971 indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis.

Manufacturer narrative:
Based on the investigation, no anomalies were observed on the received samples of the impacted sol-m blunt fill needle 18g × 1", ref 110021, lot 05010040 and lot 05010043.as the specific type and quality of the injection stopper used during end-user handling are not known, it is not possible to determine whether the needle, the stopper, or a combination of both contributed to the reported issue. Based on the evaluation performed, no evidence of a product-related defect could be confirmed.